Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during a stent graft placement procedure via the left femoral artery, the stent was allegedly loose on the balloon and became dislodged within the protective sleeve when it was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned, the stent was not present on the balloon and was not returned. The result of the investigation is confirmed for the reported stent dislodgment issue. The sleeve was present on the balloon positioned 1mm proximal to the tip end, the tip was exposed. Balloon showed no evidence of inflation, the pleats, folds and crimp indentation were intact. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent graft placement procedure via the left femoral artery, the stent was allegedly loose on the balloon and became dislodged within the protective sleeve when it was removed. The procedure was completed using another device. There was no patient contact.